Manufacturer narrative:
The device has not yet been returned for evaluation. Upon receipt, and completion of device evaluation a supplemental MDR will be submitted.

Event description:
It was reported that a (B)(6) year old male patient presented with ischemic cardiomyopathy and right ventricle failure. An impella lp5.0 pump was placed through a previously used graft used. Pump caused "gross hemolysis" during use. Upon explant the mitral valve ruptured. As treatment, the valve was repaired; however, the repair delayed the placement of a planned heartware hvad system.